Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose. Customer's blood glucose value was 437 mg/dl. Customer stated that loss of communication between transmitter and insulin pump. Sensor had sensor lost signal. It was unknown if insulin pump was on auto mode. Device will not be returned for analysis.